Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records are reviewed and released according to release procedure, a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
(B)(4). There was no documentation in the medical records that indicated a causal relationship between the liberty cycler and the patient's peritonitis. Medical records did not reveal a source of the patient's peritonitis. Medical records did not reveal the course of treatment for the peritonitis nor did it state if the patient had been hospitalized or treated outpatient. Due to the lack of medical records, no conclusion can be made regarding any causal relationship between the patient's peritonitis and the patient's dialysis products. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
Review of a peritoneal dialysis (pd) patient's medical records revealed the patient was hospitalized for peritonitis. During follow-up with the patient's dietician it was reported the patient experienced nausea, vomiting, and diarrhea with clear fluid on (B)(6) 2016. The patient's peritonitis was treated with ceftazidime and fortaz. The symptoms of nausea, vomiting, diarrhea and the event of peritonitis have resolved. In follow-up with the patient's nurse it was noted the patient's peritonitis was due to a breach in sterility (technique failure).